Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transistor on the main board.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.